Manufacturer narrative:
Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an sympathetic flow was not determined because no products or device logs were returned.

Event description:
It was reported that the clinician experiences a sympathetic flow with the secondary infusion from the primary infusion even with multiple hangers in use. To troubleshoot, the IV tubing was changed and the primary tubing was clamped by hand so it would not flow. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Event description:
It was reported that the clinician experiences a sympathetic flow with the secondary infusion from the primary infusion even with multiple hangers in use. To troubleshoot, the IV tubing was changed and the primary tubing was clamped by hand so it would not flow. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.